Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. Only the used sheath of the flexor high-flex ansel guiding sheath was returned. The sheath tubing measured 54.5cm in length. A 0.5mm wrinkle is present at the distal tip. A bend is noted 43.8cm from the proximal end. 6 protrusions are at 40.1cm, 41.6cm, 42.3cm, 43.4cm, 43.8cm and 48.1cm from the proximal end. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the available information and examination of the complaint device, it is possible the sheath was in contact with the patient's calcified anatomy during removal and resulted in tip damage. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Event description:
A flexor high-flex ansel guiding sheath was used in an unspecified procedure in the leg. It was reported, during removal from calcified anatomy, the tip of the catheter was torn. It has been documented that a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information and/or completion of the investigation.

Event description:
A flexor high-flex ansel guiding sheath was used in an unspecified procedure. It was reported, the tip of the catheter was torn off. No other information was provided. Information regarding device, procedure, and patient outcome have been requested. A supplemental report shall be submitted upon receiving additional information.